Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusions which was not reproduced. A review of the event history log identified upstream occlusion messages. The cause was determined to be ultrasonic sensor was out of calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant or false upstream occlusion alarm. The event was discovered during testing at the test bench. There was no patient involvement. No additional information is available.